Event description:
A healthcare professional reported that injector's tips were bent. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Three opened company IV handpiece injector were returned for evaluation for the report bent plunger. A visual inspection of the intraocular lens (iol) handpiece injectors was performed and found to be non-conforming with the plunger observed to be bent on all samples. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger on all samples. A functional thread to barrel engagement check was performed and was found to be conforming on all samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation of all samples confirmed that the injector plungers were bent. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injectors were manufactured in september 2022. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.